Manufacturer narrative:
Device was not returned and therefore, it was not possible to determine if the device met specifications or determine in the cause of breakage. This report is being submitted at this time due to an internal retrospective analysis indicating some likelihood that a loop broken in use may result in injury.

Event description:
Surgeon reported, four loops broken when activated. Two of the four were returned for analysis. This report is for one of the two that were discarded.